Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported she experienced hypoglycemia (34.2 mg/dl) around 6:00 a.m. On (B)(6) 2013 and (B)(6) 2013, and her husband had to provide treatment of "jelly sweets." She viewed the basal rates and found 1.0 unit had been added to the 12:00-2:00 a.m. Block, and she reported she had not made this change. She corrected the basal rate and did not experience hypoglycemia on (B)(6) 2013. The infusion device was replaced and requested for evaluation due to allegation of the basal rates changing automatically.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.